Event description:
Patient reported experiencing a blood glucose level of 580 mg/dl on (B)(6) 2014 at 6 am. Patient reported detecting dampness in the cartridge compartment. No further information is available. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insulin cartridge for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Case with patient identifier (B)(6) is related to case with (B)(6).